Event description:
End-user reports weepy skin under tape collar for three years.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user reported her wear time is up to two days. She has used tape collars from other brands and same issue occurs. She uses (B)(4) cleansing foam - (B)(4) to clean, (B)(4) paste-(B)(4) and wears ostomy belt-(B)(4). No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.